Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2013, one screw out of a 4-screw set could not be inserted and the screw tip was locked and chipped or blunt. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Placeholder.